Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was missing and the lens was damaged. Review of the event history log showed the pump displayed an occurrence of a downstream occlusion alarm followed by "cannot start pump" alarms. Functional testing involved accuracy testing and sensor testing. The investigation was not able to duplicate the reported issue, the pump passed all functional testing with no issues. Based on the investigation, the complaint allegation was not confirmed. Additional information was received indicating the dose was not delivered due to an occlusion in the line and there was no harm to the patient. Updated: h3, h6.

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump was not delivering programmed dose. There was no reported adverse event.